Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and elevated sensing integrity counter (sic). Additionally, it was indicated that oversensing was noted on both the rv and right atrial (ra) leads. The rv and ra leads remain in use. No patient complications have been reported as a result of this event.